Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the back end of the needle sheath leaked blood. The following information was provided by the initial reporter. The customer stated: "on the morning of (B)(6), after the customer inserted the blood collection tube when using fbn for puncture, the back-end needle sheath leaked blood, and there was no problem after replacement."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.